Event description:
It was reported to philips that the system generated a remote alert indicating the image processing computer graphics card was not detected, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.